Manufacturer narrative:
Findings: no motor error alarm noted. A35 alarm noted during rewind. Problem was isolated to mother board. Unable to test for displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test due to a35 alarm. The motor was tested outside the device and passed. Unit had minor scratched lcd window. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm a35. Customer's blood glucose was 102 mg/dl. The customer called because she got a motor error and when she tries to rewind it give an a35 then se clear it and it resets. The customer was assisted in performing displacement test and gave a35 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan, per doctor instructions. The customer was advised to return device with battery and zero out basal rates.